Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-07906 and 2134265-2014-07907. It was reported that an unspecified pullback hardware error occurred which could result to automatic pullback failure. A 100v ilab ultrasound imaging system was used in conjunction with an opticross¿ coronary imaging catheter to visualize the unspecified lesion. During procedure, the motor drive unit displayed an error 101 which correlates to "unspecified pullback hardware error" that could result to automatic pullback failure. The imaging catheter was reconnected and completed the procedure. No patient complications were reported.